Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Event description:
During a labral repair in the hip, it was reported that the surgeon drilled over the drill guide and then tapped the anchor in. The anchor was left proud seemingly because the drill guide was too short. Follow-up information indicated that nothing broke in the patient that required removal. The patient¿s bone quality was reported as fairly hard and a spade drill bit was used for hole preparation. There was a reported one minute delay and a backup device was available to successfully complete the procedure.